Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; visual evaluation of the device found damage consistent with tampering. Due to the condition in which the device was received, root cause analysis could not be performed. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.